Event description:
It was observed that during the device evaluation, the subject device exhibited noise in the image. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely that a faulty charged coupled device (ccd) led to the noise showing on image malfunction. The most probable cause was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.